Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to sensor could not be located. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
An insertion issue was reported with the Abbott Diabetes Care (ADC) sensor. The customer reported that they sustained a bite mark in the area of the sensor and, in order to treat the injury, the sensor was removed prematurely. There was no report of death or permanent impairment associated with this event.